Event description:
Minirail was prepped and the tip flushed with saline, and handed to the physician. It was placed on the .014 wire and the physician advanced it down the right coronary artery. Physician stated he met resistance and could not pass the lesion. Pulling out the minirail from the gliding catheter, he noticed the balloon was broken apart from the minirail. Catheter and .014 wire pulled out as one unit. Physician rinsed catheter three times and found nothing. The pt had no complaints during the procedure.